Event description:
It was reported that the patient experienced prolonged hyperglycemia after a cartridge was found leaking during a supply change, with no occlusion alerts, and continued high glucose despite a subsequent complete supply change, tubing fill showing immediate drops, and later reconnection to the ilet; the patient uses a 23"-6 mm infusion set and dexcom g7, and backup subcutaneous insulin (8 units lispro) was administered. Symptoms included vomiting and elevated ketones. Outcomes included extended time above target range and the need for manual correction with subcutaneous insulin, without hospitalization or professional medical intervention. Investigation included product troubleshooting and education, confirmation of flow through tubing, and recommendation to replace supplies using a cartridge from a different lot. Investigation of this case revealed a leaking cartridge consistent with a cartridge component failure leading to underdelivery of insulin and resultant hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to the cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.